Event description:
The customer reported the x-ray field size exceeded the image size limits. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and calibrated the collimator. System operates as intended. This MDR is related to ge healthcare complaint.